Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented during device change out due to normal eri. Externalized conductors were observed under fluoroscopy. No electrical anomalies were detected. The lead remains implanted. The patient was stable before, during and after the procedure, and will continue to be monitored.